Manufacturer narrative:
H10: a service proposal was sent to the customer but later expired after 90 days due to no response from the customer. No work was performed by philips. The service proposal expired after 90 days due to no response from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E1. Reporting address state: (B)(6). Reporting address postal: (B)(6). Reporting institution phone number: (B)(6). Reporter phone number: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that there was a ventilator/screen fault. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer rse and confirmed the reported problem. The customer called in to report a ventilator/screen fault. On site service is currently pending. Resolution and disposition are pending.